Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 112 mg/dl. The customer stated that they were able to clear the alarm and customer stated that insulin pump was shut off mid priming and the rewinding . The device will be returned for the analysis.